Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle. A 12 inch length of suture was returned, its length is consistent with a successfully used device. The needle is dramatically bent on two planes. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl repair + meniscus repair surgery after the t1 was deployed, t2 was not successfully deployed, t2 was left free in the joint then secured at lateral root of the meniscus with a knot pusher. No patient injuries or significant delay reported. Back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.